Event description:
It was reported that the pt received a durom acetabular cup on "(B)(6) 2007" and was revised on (B)(6) 2011 due to pain and loosening.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to issues for which zimmer implemented a correction in july 2008. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Manufacturer narrative:
The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2006. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
Additional information was received on 06/24/2015. The devices were returned and the result of the visual examination has been made available. Visual examination: during the visual examination the durom acetabular component presented an uniform looking ring of ingrowth on the porous side. The metasul ldh large diameter head presented very light scratch marks, possibly originating from extraction. The metasul ldh head adapter presented small amounts of dark third body material, and possible signs of corrosion on the inner taper cavity and on the floor.